Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had jammed and was unable to click and release. The field service engineer (fse) found that drawer 5 would not open. After removing the back panels, seven tourniquets were discovered behind the drawer, which had fallen and blocked the sensors (the mirror strip was obstructed by a tourniquet). The tourniquets were removed, and the drawer was recovered. The door was verified to open properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer jammed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.